Event description:
During the pulsed field ablation procedure, when the volt catheter was inserted into the sheath, air was aspirated. The sheath was replaced and the volt catheter was inserted far into the sheath initially, but air aspirated. The volt catheter was removed and was still intact with no leaks. The volt catheter was reinserted according to the recommendations with 10cm in the sheath and aspirating at least 20cc, and no air was aspirated. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted on seal slit. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal and subsequent leak remains unknown.